Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the pediatric patient experienced a skin infection. The patient was at school and experienced discomfort at the sensor insertion site. The parent decided to remove the sensor when the patient got home and noticed there was bleeding at the insertion site. On the morning of (B)(6) 2025, the patient woke up and noticed there was swelling/inflammation, redness, hard/tense skin, and a pustule at the needle puncture site which prompted them to go to the emergency room (ER). The patient was diagnosed with an infection at the insertion site (unspecified diagnostic method). The patient was discharged home on the same day with a prescription for a course of oral antibiotic medication (cefdinir 5 mg, two times per day) and was advised to apply a warm compress to the area. At the time of report the infection had already subsided. No additional event or patient information is available.